Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it had been about 2 hours ago since the alarm. Customer was about to bolus for their blood glucose level, but was not able to initiate the bolus. Customer stated that there was no response from the buttons. Customer thinks their blood glucose level was high. Customer stated that it was a very hot humid day and was wearing the pump in the bra area. There were no cracks in the pump casing. Customer mentioned that the piece that holds the belt clip in place on pump was broken about a year ago. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. The insulin pump received was with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at lcd board per our visual inspection. The insulin pump has cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratched lcd window and missing end cap sticker.